Event description:
An ophthalmic surgeon reported that during the irrigation/aspiration (I/a) portion of cataract surgery, the system froze and no commands were accepted. They were unable to reboot and unable to shut down the system. Additional information has been requested.

Manufacturer narrative:
Information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).